Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, this is one of two medwatches being submitted. See also medwatch 2210968-2012-07581. The same patient is represented in each medwatch. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a hysterectomy, cystocele, rectocele,and enterocele repair concurrently with the mesh implantation. The patient underwent numerous procedures to trim exposed mesh from the bladder and removal on 03/29/2011. Patient diagnosed with intrarectal mesh erosion during colonoscopy in 2011. .

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.